Event description:
Sage products, inc. 815 tek dr, po box 9693, crystal lake, il 60014-9693. Regretfully, the info provided to us on the voluntary report is not sufficient for us to locate if a report was made to us. Therefore, it is impossible to evaluate if there is a product problem.